Event description:
Per the clinic, the patient experienced pain at the implant site as well as poor sound quality and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2015; during the same surgery, the patient was re-implanted with a new device. This report is filed april 5, 2016. Device is currently unavailable.

Manufacturer narrative:
This report is filed november 24, 2016.

Manufacturer narrative:
(B)(4): the implanted device remains.